Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 7075738, UDI: (B)(4).

Event description:
It was reported that patient underwent a spinal cord stimulation (scs) explant procedure due to infection. The patient continued to leak fluid from implantable pulse generator (ipg) site. The cause of the infection was unknown. The patient was given antibiotics. The explanted device will not be returned.